Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device would not power on with ac power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and observed that customer's device would not power on with ac power. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device would not power on with ac power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and the reported issue could not be verified or reproduced. No malfunctions were observed during testing. A cause of the reported issue could not be determined. The eos power supply pcb assembly was archived by stryker.